Event description:
The account alleged that the side rail will not stay latched in the up position. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.